Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that, during implant of the atrial lead, it failed to sense p-waves above 0.15 mv, and also sensed far-field r-waves. The lead was not used. No patient complications have been reported as a result of this event.